Event description:
During endoscopic vein harvest of right leg, the insulation on the jaw of the hemopro (lot # 25061516, ref:vh-3000) separated from the device. All pieces were recovered. No patient harm.what was the original intended procedure?harvesting of saphenous vein graft prior to off pump coronary artery bypass x 4 with lima to lad, saphenous vein graft to diagonal, obtuse marginal and posterior descending on right.